Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted with three proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the foot did not retrieve [retract]. The same issue occurred with all three proglide devices. The devices were easily removed. The tavi procedure was completed, and hemostasis was achieved with a prostar device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.